Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's wife reported that a fluid leak was noted when they were removing the cassette at the completion of treatment. The cycler had alarmed for air detected in the cassette during fill 4 of 5. A follow up call was made to the patient's nurse who reported that the patient has been completing treatment with no further issue or adverse event. The set was not made available for evaluation.